Event description:
Initial sodium result of 127 mmol/l and 126 mmol/l on different pt samples. Repeat of same samples recovered 137 mmol/l and 135 mmol/l, respectively. One patient was admitted to the hosp based on the errant sodium result. Details of treatment on the pt have not been provided. The field service rep determined there was a clot in the sipper line. The instrument was repaired and performance check tests were performed.